Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture after the patient underwent a coronary bypass procedure. This lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.